Event description:
Info received indicates both the head and foot locking brake casters are not holding.

Manufacturer narrative:
The tech isolated the issue to worn rubber brake pads on the casters. He replaced both head and foot locking brake casters to repair the bed. The bed functioned to specifications.